Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient was feeling fine and had no warning symptoms before they lost consciousness while being in an active sensor session. The patient did not remember what the cgm device was showing at that time and did not report any specific cgm malfunction. The patient was treated with baqsimi nasal spray by their husband. No further treatment was reported to be needed. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, app data was provided for investigation. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was found in connection with the allegation that on august 17, 2025 between 07:07 pm and 07:37 pm, the urgent low and urgent low soon alerts were delivered with 75 percent volume, escalating to 100 percent volume. No alerts were acknowledged during this time. No additional patient or event information is available.